Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) could not be reviewed as the device serial number was not provided; however, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic aortic valve, implanted for approximately 13 years, was explanted due to aortic stenosis and regurgitation. The patient was reported to be in stable condition post-operatively.

Manufacturer narrative:
Evaluation summary: the report of stenosis was confirmed through observed host tissue growth and calcification. Report of regurgitation was confirmed through observed leaflet tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue fused leaflets 1 and 3 on the outflow aspect. Host tissue fused leaflets 1 and 2 on the outflow aspect. Host tissue fused leaflets 2 and 3 on the outflow aspect. Leaflet 1 had a tear at commissure 1. Leaflet 2 had a tear at commissure 3. Leaflet 3 had a non-transmural tear at commissure 1. Calcification was evident at the tears. X-ray demonstrated moderate calcification on all three leaflets. All three leaflets were observed to thickened and swollen. Host tissue and calcification restricted leaflet mobility and led to stenosis. Hematomas were observed on leaflets 1 and 2. Xray demonstrated wireform intact. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received notification that this bioprosthetic aortic valve, implanted for approximately 13 years, was explanted due to aortic stenosis and regurgitation, secondary to calcification of two of the leaflets causing immobility. The patient was reported to be in stable condition post-operatively.